Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and the pump subsequently shutdown. The pump was able to be charged successfully with an alternate usb cable. Blood glucose level was 187 mg/dl. Replacement cable sent to customer. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that a minimum fill notification occurred. Customer declined to further troubleshoot with tandem technical support.